Manufacturer narrative:
Additional information: h6 and h10. The valve was returned crimped on a cut inflation balloon along with a cut delivery system inserted throughs sheath. The returned device was visually inspected for any abnormalities and the following was observed flex tip gouges, puncture hole at sheath strain relief, calcification and tissues wrapped crimped valve, center of frame crushed, one (1) strut bent outwardly approximately 180 degrees at the inflow side, multiple struts bent inward and outward at the outflow side, frame deformed distorted, all struts exposed through skirt, normal after crimping and use, and leaflets appeared dehydrated likely due to storage condition (prolong crimping) during the return handling process. A device history review (DHR) and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. No functional testing was able to be performed due to device return condition (frame deformed distorted). No dimensional inspection was able to be performed due to device return condition (frame deformed distorted). Imagery was provided by the site and revealed the following patients right access vessel had presence of severe calcification, severe tortuosity, and undersized access vessel. One (1) bent strut approximately 180 degrees at the inflow side observed during procedure. The following instructions for use (IFU) and training manuals were reviewed IFU commander delivery system with s3 s3u thv, us, device preparation manual and procedural training manual. Precautions safety and effectiveness have not been established for patients with the following characteristics comorbidities access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. Potential adverse events potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and or general anesthesia, and the use of angiography cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention. Delivery system insertion through sheath if push force is too high or valve is initially stuck, zoom in and rotate the carm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not overmanipulate the sheath at any time. Vascular complications successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Aortic occlusion balloon. Iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU training deficiencies were identified. Although the complaint was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra) , which captures root cause analysis for the issue. A risk assessment was performed on the reported event and the risk of difficult or unable to navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materialsrefresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficult or unable to navigate catheter through anatomy. Product risk assessment (pra) was previously initiated to investigate the cause and assess the risks. To address the issue, corrective action and preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action (part description number are reflective of old design), the occurrence rate did not exceed the march 2021 control limit for trend category valve damaged for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same the pra documents the potential for surgical intervention, which did occur during this event. The pra remains applicable and no further action is required. CAPA has been initiated to capture further investigation and corrective preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action (part description number are reflective of old design). The reported event was confirmed based on the returned device. No potential manufacturing nonconformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, while attempting to insert the valve through the sheath in this highly calcified and tortuous anatomy the operator could not advance, upon panning down he did not see kinking. The then panned to a screen where he could see the wire in the lv and the tip of the sheath and tried again. Commander advanced slightly and then became stuck. Upon review under fluro one strut was bent back and perforated the sheathvessel leading to a surgical cutdown and removal. Per patient imagery and noted, the patients access vessel had presence of severe calcification, severe tortuosity, and undersized access vessel. Additionally, it was noted the insertion angle was steep. The presence of calcification, tortuosity, undersized vessel, and steep insertion angle can create challenging pathway during delivery system advancement. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv delivery system, and do not over manipulate the sheath at any time. It is possible that excessive force is applied to overcome the resistance indicated by gouges on the flex tip during the delivery system insertion, and it leads to the valve strut punctured through the sheath and resulted in the bent strut observed during procedure. Additionally, further device manipulation during surgical removal of the valve balloon commander tip may resulted in the frame damage at the inflow and outflow observe. These patients and or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification tortuosity undersized access vessel) and or procedural factors (excessive device manipulation steep insertion angle) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by the edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the operator attempted to insert the 26mm commander delivery system through the 14 f esheath of highly calcified and tortuous anatomy. Advancement was not possible, even after panning for kinks. The operator tried again after assessing wire and sheath tip placement under fluoroscopy. While the delivery system advanced slightly, it became stuck in the sheath. It was discovered that one valve strut was bent which subsequently perforated the sheath and vessel. At some point during the removal, the balloon tore and the distal nose tip separated. A surgical cutdown was required. The surgical team was able to retrieve the valve, balloon, and delivery system. The patient remains hospitalized.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2021-02336. Manufacturer report no:2015691-2021-02337. Manufacturer report no:2015691-2021-02338.